Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the there was a bent peg on the tera tracker that needed to be replaced. There was no patient present when this issue was found.